Event description:
It was reported that a smiths medical pump displayed a "no disposable pump won't run" alarm. No air noted and patient not affected. Pump settings: res vol 22.3, rate 50 ml/24 hours, given 72.4.